Event description:
International affiliate reports the valve was blocked with blood and cleared of the substance in 2004. However, the valve became blocked with blood again and was explanted and replaced two days later.